Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The moderately stenosed target lesion was located in the left anterior descending artery. A 3.00x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. When the device was withdrawn, it was noted that the stent struts were slightly lifted. The procedure was completed with another of the same device. There were no pateint complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The moderately stenosed target lesion was located in the left anterior descending artery. A 3.00x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. When the device was withdrawn, it was noted that the stent struts were slightly lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.